Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 40cm gladiator elite balloon catheter was prepared for dilation. However, during pressure test, the balloon burst.

Manufacturer narrative:
A gladiator elite 6.0 x40, 40cm was returned for analysis. A longitudinal tear was identified in the balloon starting 3mm proximal from the proximal markerband and extending 19mm distally. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified a kink 221mm distal from the strain relief. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 40cm gladiator elite balloon catheter was prepared for dilation. However, during pressure test, the balloon bursted. It was further reported that the balloon was used for dilation in a vessel of the arm; but ruptured on initial inflation at 20 atmospheres for few seconds. The device was removed from the patient without any intervention and the procedure was completed with another of same device.